Event description:
It was reported on a 3500a that the nursing staff were using an epg (external pulse generator) on a patient when the epg unexpectedly and suddenly shut off. The cardinal health batteries were replaced with another set of cardinal health batteries, but the epg still would not turn back on. Staff obtained a set of med cell batteries and were able to get the epg to run without difficulty. Biomed evaluated the epg as well as the batteries in question. The epg was determined to be in full working condition. It was noted by the biomed that on the cardinal health battery, the negative terminal was slightly depressed and the overall terminal height was less then the med cell. The hospital removed all cardinal health batteries from the nursing departments with epgs. There was no harm to the patient reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.